Manufacturer narrative:
The bolus wizard functioned properly and no estimate detail anomaly or bolus history anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reports that bolus estimate amounts are incorrect. Customer states when her blood glucose was 218 mg/dl, pump advised to program 6.6 units which customer states are incorrect amounts. Customer was advised the blood glucose value was entered correctly, but insulin pump did not make correct calculations based on bolus history. Customer's blood glucose was 218 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).